Event description:
It was reported that a shaft break occurred. A 3.00mm x 15mm nc emerge was selected for treatment of the target lesion. During the procedure, upon inflation of the balloon, the distal part of the balloon and shaft detached. The detached piece of the device remained in the patient's artery.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.